Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 at 253.2mcg/day via an implantable pump. It was reported that the patient was having cerebrospinal fluid collection at the spinal pocket. The patient's parents noticed it started (B)(6) 2025 and they went to see the hcp. The collection disappeared by morning and became more prominent at the end of the day after the patient had been sitting in her wheelchair. There were no environmental/external/patient factors that might have led or contributed to the issue. No diagnostics/troubleshooting was performed. The patient underwent surgery to remove the fluid and add an additional purse string suture and cleaned out the fluid. The patient had been receiving great therapy benefits for the entire time since implant. The issue was resolved at the time of the report.